Event description:
Received info stating customer received multiple occlusion alarms. Reportedly customer's blood glucose level was 586.

Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u report will be submitted.